Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced nausea and vomiting. The cgm was reading 17.5 mmol/l and the blood glucose reading was 33.3 mmol/l. It was stated that the patient had high blood glucose readings due to expired insulin use which she realized later because at the time of the event the cgm reading was still reading 17.5 mmol/l. However, it was also stated that due to the inaccuracy, 'the user did not take correct medical decisions in time. The patient called 911 and during the call the decision was made to send an ambulance and the patient was taken to the emergency room for surveillance and where she was treated with insulin. The patient recovered after treatment. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
The reported glucose values fall within the b zone of the parkes error grid.

Manufacturer narrative:
(B)(4).